Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mitral valve replacement and tricuspid annuloplasty, while closing the cardiac auricle, the sutures broke three times in a row. When the extracorporeal circulatory was stopped, the suture broke again under the effect of blood pressure. They had to restart the extracorporeal circulatory and make a new suture with a device from another lot. The procedure lasted more or less than 30 min to restart the extracorporeal circulatory.